Event description:
The initial reporter stated they received questionable results for over 100 patient samples tested with the sodium electrode on a cobas pure c 303 analytical unit. The customer provided examples of two patient samples with discrepant sodium results. The values measured on the cobas pure c 303 system did not align with the historical data of the patients. The patient samples were repeated on a cobas b 221 blood gas instrument. The first sample resulted in a sodium value of 147 meq/l when tested on the c 303 system. When repeated on the blood gas instrument, the result was 139.8 meq/l. The second sample resulted in a sodium value of 157.7 meq/l when tested on the c 303 system. When repeated on the blood gas instrument, the result was 145.2 meq/l.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.